Event description:
The facility reported a red stop sign occurred during set up; cancelled six cases, then called to request service. The biomed said a company service rep came to check the system, and found it met specifications. When attempting to use the machine again, the same error message was reported. On the next service call the machine was fixed. There were no pt injuries.

Manufacturer narrative:
A company service rep checked the system and was unable to duplicate performance problem reported. System met performance specifications except for coag voltage, but customer declined to replace coag pcb. Also replaced a missing screw that secures the front panel connector that was reported loose by customer, who then reconnected it in the field.